Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no image from the camera head during a therapeutic hysteroscopy procedure. The procedure was completed using a similar device. There was no delay, and there was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of a no image issue was confirmed. This is due to damaged and deformed charged cabled device unit from physical stress. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.